Event description:
The philips representative reported that the unit failed to power up during the shift check. This event is a foreign country optical switch late reporting incident which prevented the device from powering on, and which is related to the incidents discussed with FDA representatives in 2009.

Manufacturer narrative:
The philips representative reported that the unit failed to power up during the shift check. The distributor evaluated the device. The symptom was verified. The issue was localized to the energy select switch assembly.